Manufacturer narrative:
On (B)(6) 2018, it was reported that a (B)(6) year old female patient had undergone removal of a cartiva device. The surgeon indicated that at the time of removal, a portion of the device appeared torn and it appeared the patient had a "synovial reaction".

Event description:
According to the information provided, the patient received an 8mm cartiva sci device on (B)(6) 2017 without issue. Following, the patient underwent irrigation and debridement on (B)(6) 2017 followed by removal of the device on (B)(6) 2017.